Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2012, the patient was admitted with complaints of pain in the right lower extremity and lifestyle limiting claudication. The target lesion was a de novo lesion located in the right superficial femoral artery (sfa) with 90% stenosis and was 17cm long. A non-bsc atherectomy catheter was used to treat the lesion in the right sfa. Following atherectomy, there was suboptimal result with a residual 70 to 80% stenosis. Balloon inflation was performed with a 6.0 x 100cm balloon up to 3 atmospheres for 3 minutes. At the end of the procedure, there was excellent luminal expansion. The 90% stenosis was reduced to less than 10%. There was excellent flow all the way down to the dorsalis pedis artery. The patient had palpable pulse thereafter. There was mild non flow-limiting dissection. In (B)(6) 2012, the patient presented with recurrent restenosis. Initial dilation was performed with a 4.0 x 16mm sterling balloon up to 11 atmospheres for 13 seconds. There was better luminal expansion; however, there was flow-limiting dissection. Subsequently, a 7x100 mm epic stent was placed; the stent was dilated up to 8 atmospheres for 14 seconds and again at 8 atmospheres for 16 seconds and then 8 atmospheres for 12 seconds. The stent was placed due to suboptimal balloon angioplasty result. At the end of the procedure, there was less than 10% stenosis. There was excellent flow into the tibioperoneal vessels and the patient regained palpable dorsalis pedis and posterior tibial pulse. On the same day, the event was resolved and the patient was discharged on plavix and aspirin.